Event description:
Optician reported a pt was diagnosed with corneal erosion and indicated that the pt was poked in the eye with a child's finger. Pt visited an eye doctor who prescribed the purevision lens as a therapy lens. Pt then visited optician who dispensed and fitted the lens on the patient's eye. Later that evening, patient's eye worsened and went to a hospital and was discharged one week later. Details related to the hospital visit such as treatment were not provided. Optician has confirmed the patient's eye condition has stabilized with some redness present. The optician and the pt consider the matter closed. Optician stated that the event was not related to the lens, however, it is unknown if the lens may have contributed to the event.

Manufacturer narrative:
The contact lens involved in the event was discarded by the hospital. The lot device history records for the reported lot were reviewed and show that all requirements were met. The reporting optician indicated the lens was not the cause of the event. The pt was poked in the eye with a child's finger. Based on all info, no causal factors can be determined and no conclusion can be drawn.